Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The reporter stated that the trigger flush device is stiff and has remained stuck in the open position. There was no reported patient injury or treatment associated with this event.